Manufacturer narrative:
Additional information: b5, g3, h6. Complaint allegation is confirmed per customer photo that shows the staple's leg broken. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.

Event description:
Additional information provided on 01/13/2025: it was further reported that the event occurred during an acl procedure with no reported patient harm or case delay. No fragments broke inside of the patient. The case was completed successfully using another ar-1011 lot number: 118944.

Event description:
On (B)(6)2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1011 spiked ligament staple 11 x 20 mm broke. This was discovered during a procedure on (B)(6)2024 with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.